Event description:
Surgeon was using ethicon disposable enseal trio tissue sealing device. It broke off inside the pt during the laparoscopic antecolic roux-en-y gastric bypass procedure and endoscopy. A small gold piece detached from the handpiece and fell inside the abdominal cavity. It was retrieved and removed from the pt. The pt was not harmed, however, this did lengthen the surgery time. The defective handpiece was removed immediately, tagged and handed off to materials management.